Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50x32mm synergy drug-eluting stent was advanced for treatment. However, the stent was damaged. The procedure was completed with a non-bsc stent. No patient complicatons were reported.

Manufacturer narrative:
Device is a combination product. Initial reporter city: (B)(6). Device evaluated by MFR.: synergy ous mr 2.50 x 32mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. A visual and microscopic examination of the bumper tip showed no signs of damage. No issues were identified during the product analysis.

Manufacturer narrative:
Device is a combination product. (B)(6).

Event description:
It was reported that stent damage occurred. The target lesion was located in the mid left anterior descending artery. A 2.50 x 32 mm synergy drug-eluting stent was advanced for treatment. However, the stent was damaged. The procedure was completed with a non-bsc stent. No patient complications were reported.